Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014 (estimated date), the pt experienced a red inflamed area at the driveline counter-incision site. On (B)(6) 2014, the pt developed a blister at the counter-incision site that tested positive for a staphylococcus infection. IV antibiotics were started at that time. The driveline exit site was then noted to also have drainage and an infection. It was reported that all pump parameters were within normal limits and there were no issues with the vad running appropriately.

Manufacturer narrative:
Additional information: the pump remains in use supporting the patient. A correlation between the device and the reported infection could not be determined through this evaluation. The instructions for use lists driveline infections and local infections as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient continues to have the infection but is on oral antibiotics with no other issues.